Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coord that while at home, the pt experienced yellow wrench alarms and one heart alarm. Upon vad coordinator's advice, the pt switched herself to backup controller; however, there was no change in status. Pt was admitted to the hosp. Pt exhibited heart beat rate in the 40's, flows around 3.4 and sv=83. She remained asymptomatic with these flows and was not hypertensive. No excessive dust, debris or fluid was noted around the vent filter or under the vent adapter. No obvious external percutaneous tube kinks or obstructions were observed. No bus alarms or power limit advisories noted. The pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The MFR is attempting to acquire the device for further eval. No further info is available at this time.